Manufacturer narrative:
The lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File six of seven for the same event.

Event description:
The distributor reported a revision of the right side tmj only on a bilateral joint patient due to infection. The type of infection and pathology reports have not been provided at this time.